Event description:
It was reported that the ventricular capture management (vcm) had been fluctuating over the past few months. It was noted that the threshold on the right ventricular (rv) lead had been fluctuating and vcm had responded accordingly. The rv lead remains in use and they will continue to monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).